Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced smokey vision. Reportedly, "sees different colors on lights." The patient was given medication. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: the patient experienced cloudy vision. Reportedly, "see smokey and started 2 weeks after implant."claim# (B)(4).